Event description:
Report received of possible patient burn. Second degree burn over a circular area about 6 inches across. Doctor was using a triple harmony la surgical light, all three lights trained on the operative site at the same time at maximum intensity for the duration of a four hour cardiac valve replacement (bidirectional glenn shunt). The operation was completed successfully, the burn was noticed when the drapes were removed. The prep solution was chloraprep and the skin draping was ioban incise drapes.

Event description:
Steris has contacted the customer for more information on the patient; however, no additional information was available.

Manufacturer narrative:
A steris technician was dispatched to the account and took temperature readings from the lights in o.r. #6 on the 3rd floor. Findings: tested surgical lights. Each light operates within 9,500-14,800 foot-candle range. Peak illuminance measured for light #1 - 10,180 fc, light#2 - 12,610 fc, light #3-11,060 fc. Engineering and regulatory discussed the event with rep of biomed regarding possible temperature rise at the operative site, also discussed the need for the hospital to be aware of and follow the advisory found in the operator's manual which is supplied with each light sold. The hospital biomedical engineer was directed where to find the advisory in the manual and said that he would share this with all concerned. In 2007, steris sent a factory engineering technician to conduct lighting intensity test on the lights in question. The lights in question tested within spec for intensity at max output, irradiance, and heat to light ratio and a response was sent to the hospital. The lamps in the lights were steris brand lamps. No additional action is indicated at this time.